Event description:
The user facility reported that there was friction with the catheter and the guidewire. The puncture was transpedal retrograde and femoral antegrade; the puncture side was right leg (no crossover). The doctor wanted to achieve recanalization in the patient's right leg in the popliteal and femoral regions. Use of a boston v18 wire in conjunction with our navicross 0.018"" via the transpedal approach. The v18 wire was pre-bent as it is a shapeable wire; however, the wire got stuck in the navicross during retraction. Therefore, the wire and navicross catheter had to be removed together and the doctor had to start over. A new wire and navicross were used for this. The recanalization then worked, and the patient could be treated successfully. The involved navicross looked like it has been pushed too much and the green part had come off. The patient was fine, and the procedure was successful. There was no patient injury or medical/surgical intervention required. There was no harm to the patient. Th event occurred intra-operative.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The returned sample was the actual navicross and boston v18 wire that got stuck. Visual and magnifying inspections of navicross and v18 wire found that the boston v18 wire had been protruded approximately 6mm from the distal end of navicross and approximately 445mm from the rear end of navicross. The coil had been jumbled at the distal end of navicross. A red foreign substance was found at the distal end of navicross. It had been buckled at the rear end of navicross. No anomaly was found in the appearance of other sections. Component analysis of foreign substance by ft-ir: the red foreign substance was similar to the protein (casein) peak. It was inferred that the red foreign substance was the blood clot. Ft-ir (fourier transform infrared spectroscopy): an analysis method that irradiates substances with infrared light and measures the transmitted or reflected light for structural analysis and quantitative analysis. X-ray fluoroscopic inspection of the inside of navicross found that the coil marker had been jumbled in the lumen both at the distal end of navicross and at approximately 15mm from the distal end of navicross. The navicross was disassembled and the lumen of it was inspected. Approximately. 15mm from the distal end of navicross was disassembled. It was found that the coil had been jumbled and the red foreign substance (assumed that it was the blood clot) had been adhered in the lumen of navicross. Confirmation of dimensions for outer diameter of navicross found that it met the factory's specifications. No anomaly was found. The manufacturing record and the shipping inspection record of the product with the involved product code/lot number found no anomaly. Past complaint file of the product with the involved product code/lot found no other similar report. Based on the investigation result, as a possible cause of this event, the following mechanism was inferred. However, since the details of procedure were unknown, it was not possible to clarify when the event occurred. A blood clot obstructed between boston v18 wire and the inner layer of navicross, which worsened the sliding performance of boston v18 wire. Since pushing and pulling operation was performed, abrasion force was applied to the involved section, the inner layer was damaged, the coil marker was jumbled, and it got stuck. Since pulling operation was performed, compressive force was applied to the rear end of navicross, causing it to buckle. Relevant instructions for use (IFU) reference: "before inserting/withdrawing the product, clean the surface of the guide wire with gauze moistened with saline solution. Advancing/withdrawing the product over a guide wire with residual blood on its surface or a guide wire which is not fully wet may result in separation or breakage of the product." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.